Event description:
I purchased a resmed air sense 11 CPAP machine. The machine emits a toxic odor during use that causes lung irritation and sinus headaches. I'm uncertain about the using the machine because I don't know the dangers of the toxic odor. FDA safety report ID # (B)(4).